Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 455 mg/dl and high ketones; cause was unknown. Customer was unsure what treatment they received. At the time of the report to tandem technical support the customer was still admitted to the hospital. Multiple follow up attempts were made to obtain additional information; however, a response was not received.